Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided on a supplemental report.

Event description:
It was reported that, surgeon inserted a recon nail into the pt. He used the cannulated recon stepdrill to pre-drill the leg screw. The next morning, I realized that the tip of the drill was broken. One of the four times had broken.